Event description:
Load wheel fell off stretcher while unloading patient from back of the ambulance. Stretcher tipped to one side. Patient sustained right elbow abrasion.

Manufacturer narrative:
Stretcher is five years old. Unknown as to what caused load wheel to disengage from stretcher. Manufacturer is coordinating evaluation of the stretcher at end-user's location.